Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's pump was damaged and as a result the cartridge would not sit correctly in the pump. The pump is outside of its warranty and the customer is working to replace the pump. The customer declined further assistance regarding the issue. No additional event or patient information was available.